Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been complete, a follow-up MDR will be submitted.

Event description:
It was reported patient visited the ER for bleeding from incision approximately 2 weeks post right hip reimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-301020 - arcos 20x250mm spl tpr dist ¿ 216720; 11-107016 - freedom constr hd 36mm t1 -6mm ¿ 474620; 11-107122 - freedom all poly cup 50mm ¿ 582020. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.